Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is without stimulation therapy and is unable to communicate with her ipg and external devices. The patient stated she has not used or charged her scs ipg in several months. The patient stated her patient programmer displays a communication error. The patient is pending a follow-up with a sjm representative to further evaluate the issue.